Manufacturer narrative:
(B)(6). (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) clearlink continu-flo solution sets were broken resulting in solution leakage and had issues with the connector. It was further specified that the tube broke directly behind the connector (male luer adapter) and that the connector appeared to be "frozen, not moveable"; customer was unable to connect. These events occurred during patient use. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.